Event description:
Received info customer received temperature alarms after plugging the pump into the car charger. Reportedly, customer's blood glucose (bg) level was high and customer was inputting bg to receive a bolus when the alarm occurred.

Manufacturer narrative:
The device has been received for eval; however, the eval is not complete. A supplemental report will be submitted upon completion of eval.